Event description:
Additional information was provided from a consumer (con) stated that the patient had a pump for 'quite some time,' and stated that they had one in 2017, but they had it replaced in 2022 through national spine and pain in florida, but they moved to rhode island and got the patient into a new pain clinic. The patient representative (rep) stated that when the patient went to have the pump filled 3 weeks ago, the pump was 3/4ths full, but it should have been almost empty. The patient's previous refill before this one was 3 months ago. The rep stated that at the refill 3 weeks ago, they thought it was '.8 but I'm not sure I don't know all the terms.' The rep mentioned that the medication was way more than should have been in the pump, so they did a catheter (dye) study because in 2022, the medication came out of the pump and was leaking in the patient's body, which was a dangerous situation. The rep then stated that they went to fill the pump 3 months ago, and they pulled out 'almost the whole thing' which means the patient was not getting the medication at all. The rep also mentioned that the patient took gabapentin for a different reason and something else, and their mobility was limited. The patient was in chronic pain and disabled, and has a lot going on. The patient 'just got over a broken hip' and 'she doesn't move around hardly at all.' The rep stated that they did not want the patient to stop doing stuff and to stop being active, but they were afraid of that because the pump was not working. The rep was not with the patient, but their sister will be taking the patient to the pain clinic to see what they are going to do. The rep stated that if a surgery would need to be done, it would be at st. Luke's. They thought the patient could have gone through a type of withdrawal when the catheter 'let loose' because otherwise, the patient would have had severe pain and 'it seems odd to go from allthose meds. The rep stated that the patient is 75% l ess mobile right now but we did not want her to be in pain.' While on call, the patient stated that 'we did not want to do another surgery, but I thought I should at least contact medtronic because I know what happened the last time, a medtronic rep was at the hospital in florida to speak with the pain clinic,' but the agent did not inquire further to focus on reason for call. The rep referenced that it was difficult to establish care in ri coming from fl due to the pump meds patient has and referenced the patient may be taking oral meds, but the agent did not attempt to clarify further. The patient has a follow up appt tomorrow to discuss but patient another sister will be taking the patient. The agent documented reported information and sent an email to patient registration to update patient's address and managing healthcare provider. The agent redirected to healthcare provider and reviewed medtronic resources for healthcare providers.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intrathecal catheter; product ID neu_unknown_cath (serial: unknown); product type: 0184-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (caller) regarding a patient receiving intrathecal dilaudid via an implantable pump for non-malignant pain. It was reported that the patient's rep also mentioned that there was something that went on with the patient when they were at their doctor's office and her catheter became undone/pulled out and leaked into the patient's body. The caller did not know when this happened.  The patient was redirected to their healthcare provider to further address the issue. The agent also emailed reps for further assistance.